Event description:
The customer reported that while the unit was in use on a patient, recorder would not deactivate if the "off" key was pressed. The unit shut off when the recorder door was opened. He power cycled unit and therapy was continued. No patient injury was reported.